Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an elevated serum lactate dehydrogenase (ldh) greater than 2.5 times the upper limit of normal (uln) of 220 u/l. On (B)(6) 2018 ldh was 860 u/l. The patient also had symptoms of anemia. The event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
A specific cause for the elevated lactate dehydrogenase (ldh) could not be conclusively determined. The patient remains ongoing on left ventricular assist system (lvas) support and no further issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. Device evaluated by MFR: placeholder.